Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("I was bleeding non stop with baseball size clots among other issues I was going through"), procedural pain ("lot of pain after") and adverse event ("but I know there is something wrong it all started after I had implanted coils"). The patient was treated with surgery (hysterectomy for essure removal). Essure was removed. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, procedural pain and adverse event outcome was unknown. The reporter considered adverse event, genital haemorrhage, pelvic pain and procedural pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adverse event, pelvic pain, genital haemorrhage, post-procedural pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Previously reported event medical device removal updated to pelvic pain. New events genital bleeding and post procedural pain were added. New reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("but I know there is something wrong it all started after I had imlanted coils"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adverse event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media: event but I know there is something wrong it all started after I had implanted coils added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("but I know there is something wrong it all started after I had imlanted coils"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: adverse event . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had a hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.